Manufacturer narrative:
The device with the lens was returned loose inside the carton. The plunger is oriented correctly. The plunger lock and lens stop have been removed. There does not appear to be any viscoelastic observed in the device. The plunger has been retracted into the loading area. The lens is located partially in the nozzle entry area. The lens is rotated counterclockwise. The trailing right side of the optic is broken. The leading haptic is twisted toward the left side of device. The trailing haptic is broken in the optic/haptic junction. The broken haptic is located under the optic and deeply scraped along the entire anterior surface. The trailing haptic is also broken in the distal area and scraped along the anterior surface. The broken haptic distal portion is located under the leading right side of the optic in the device nozzle entry area. The nozzle tip is bent backward across the anterior surface. The device tip material is stretched on each side of the tip exit. It cannot be confirmed if the lens was advanced from the device and replaced into the device for return shipment. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was used in the device. Updated information indicated that the 3rd lens did not remain implanted--it was inserted and removed. The lens has extreme damage. The root cause may be related to a failure to follow the dfu. There was no viscoelastic observed on the iol or inside the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. The lens appears to have been replaced into the loading area for return shipment. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol did not advance properly during implantation. The surgeon was able to implant the lens successfully with no harm to the patient. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received indicated that the lens did not remain implanted. It was inserted and removed and another lens was implanted instead.